Manufacturer narrative:
Terumo corporation has not received the actual device to investigate. Terumo will be submitting a follow-up report with updated information after the device is received and the evaluation is completed.

Event description:
On (B)(4) 2010, the user facility ((B)(6)) reported that blood had passed through the hemoconcentrator and that the blood flow stopped when it got to the outlet. The user facility reported that the device was changed out and there was 50 cc's of blood loss. The procedure was successfully completed without further incident.